Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07038. It was reported reprogramming was unable to provide right sided stimulation coverage. Diagnostic testing revealed the lead had multiple contacts which were invalid. It was reported an x-ray was performed which revealed the ipg had flipped. The physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
This ipg serial number was include din a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.